Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test, no unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 440 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed fixed prime and the insulin did exit. The insulin pump will be returned for analysis.